Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal was cracked closer around the center rim. The seal was outside of the delivery tube and was slightly folded along the sides. The white collar was not present, the plunger had been depressed. The device was bloody. Based upon the rec'd condition of the device, the reported complaint "seal did not open when the plunger was depressed" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal did not open when the plunger was pushed. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.